Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a procedure of reduction and synthesis of a necks fracture with a device screw plaque (dhs) dynamic hip screw. The guidewire broke off during the removal in the distal place for a length of about 2.5cm. This report is for 1 of 1 complaint (B)(4).